Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 1200 mg/dl and the customer went to the emergency room. Due to the elevated bg, customer reportedly went into cardiac arrest and was admitted to the hospital. Customer alleged the pump was not delivering insulin. Customer reverted to using an alternate method for insulin therapy. Customer declined to provide further information regarding the event and declined tandem technical support¿s offer to perform a pump system check.